Event description:
Surgical stapler being used for an appendectomy. The device stopped firing during surgery. It had to be taken apart to remove from patient's abdomen. A response from the manufacturer for staple, implantable, echelon flex (per site reporter) has not been received at this time.